Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm for approximately 15-20 seconds. The device was removed without any problem using normal method and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.